Event description:
It was reported that the two burs subject to this MDR heated up, resulting in burns to the patient.

Manufacturer narrative:
The two burs allegedly involved in this event was returned for evaluation. The returned products were visually examined and it was found that the bur head was not present for both burs. From analysis, there is a possibility that one of the burs was used after the head breakage occurred, potentially leading to the burn on the patient. The breakage of the bur could be due to a partial or incomplete join between the 2 materials at the head of the bur, stainless steel and carbide. Product lot number information has not been provided.